Manufacturer narrative:
The hospital biomed replaced the flow sensors and harness, ventilator interface board, and the pressure relief valve. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed for high positive end expiratory pressure. The clinician switched to manual mode to continue the case. There was no reported patient injury.